Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor needles broke. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
A visual inspection was performed on two opened and used enlite sensors. Found one of the two sensors needle was bent inside of the sensor base, the remaining sensor was separated from the sensor base; unable to confirm if the customer received the sensors in said condition due to the sensor were returned opened and used.